Event description:
The customer reported that the unit failed to discharge during a cardioversion when operating under battery power. Another defibrillator was used, and there was no negative impact to the pt.

Manufacturer narrative:
(B)(4): the customer reported that the unit failed to discharge during a cardioversion when operating under battery power. Another defibrillator was used, and there was no negative impact to the pt. The hospital biomed determined that the battery was too low and became completely drained due to the staff leaving the defibrillator unplugged. We consider this a use issue where the customer failed to plug the unit into the ac power to maintain a full charge to the battery. There was no failure of the device.